Manufacturer narrative:
The tech found the casters were worn and rusted. The tech replaced the four casters to repair the bed.

Event description:
Info received indicates, the brake casters are not holding in brake.